Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a male patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient's medical history included parkinson's disease (pd). On an unknown date, the patient had "several problems" with the pump and it was moved once. The patient had pd and although the pump was for severe back pain, it was never comfortable. The patient was stooped because of the pd and was thin. The pump pushed through his skin and the patient elected not to have it replaced. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.